Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was broken. This was discovered during use. The following information was provided by the initial reporter: material no:2420-0500 batch no: 20043248 it was reported that the tubing was visibly broken. Customer response (B)(6) 2020: the patient was not harmed due to active interventions by our expert rns. There was no chemo spill. That being said, one could make an argument that an adverse event experienced is the impact of work flow interruption of our rns who provide outstanding care to our cancer patients. Verbatim: the first two times the line broke off and fell to the floor when trying to insert it into the pump. The third time the tubing was visibly broken. When did it occur? Before/during/after use - during

Manufacturer narrative:
A complaint was received of the pump segment separating from the customer. A sample was received and the pump segment is detached from the bottom; the customer complaint was verified. A device history record review for model 2420-0500 lot number 20043248 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment error. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was broken. This was discovered during use. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20043248. It was reported that the tubing was visibly broken. Customer response 10-sep-2020: the patient was not harmed due to active interventions by our expert rns. There was no chemo spill. That being said, one could make an argument that an adverse event experienced is the impact of work flow interruption of our rns who provide outstanding care to our cancer patients. Verbatim: the first two times the line broke off and fell to the floor when trying to insert it into the pump. The third time the tubing was visibly broken. When did it occur? Before/during/after use - during.